Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (faults) has been confirmed. Upon investigation the battery charger was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that an (B)(6) patient's battery charger was producing faults.